Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Device appears to have been used. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results are as follows: 210 mmhg blood side pressure drop. Reason for return was undetermined. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that when the customer was about to enter extracorporeal circulation, after a few seconds the customer noticed that the oxygenator inlet pressure exceeded 400 mmhg, with an arterial flow of 3.8 l/min. While the output pressure was 150 mmhg, from the first minutes the customer had difficulty reaching the nominal flow of the patient (4.7 l/m), and had to continuously increase the number of revolutions of the centrifugal pump to be able to reach the nominal flow of the patient. The customer rechecked the coagulation parameters (heparin concentration: 3.5 mg/kg, concentration required for the patient 3.0 mg/kg, act 975 seconds, atiii 93%) and verified the correct operation of the pressure transducers, which were also replaced. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the pressure increased suddenly. The drugs used were eparin, diprivan, fentanest and remifentanil. Normothermia was at 35.5 c.